Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The outer insulation of the lead developed a breach due to a depression while in vivo. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right ventricular lead had high and rising thresholds and low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.